Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hardware low level failures. The customer¿s blood glucose level was 254 mg/dl. The customer reported that the insulin pump had cosmetic damage. It was reported that the customer performed self-test and received a hardware low level failures alarm. Explained pump will need to be replaced. The customer was advised that the insulin pump needs to be replaced and was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. However, pump error 63 alarm was confirmed in the pump history due broken trace on u1 keypad assembly. Pump was received with peeling keypad overlay.